Manufacturer narrative:
On 11/14/2008, the lead has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The pt was not experiencing pain relief with stimulation. The hcp planned to move the lead. While repositioning the lead, the insulation was damaged. The lead was replaced. A follow-up report will be submitted if additional info becomes available.